Manufacturer narrative:
Our field service engineer who performed the investigation on site, found that there was water inside the air gas module of the ventilator. The evaluation of the ventilator's logs confirm the reported failed tests during pre-use check. The air gas module has not been investigated but prior investigations showed that the delta pressure transducer on a printed circuit board inside the gas module gets damaged by water/moisture in the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The induced water in the air gas module was the most probable cause of the reported problem. The source of the water was determined to be from the central gas supply of the hospital. According to the user's manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
It was reported that the ventilator failed the internal leakage, pressure and flow transducer tests during pre use check. The ventilator also indicated a failure related to o2 sensor. There was not patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported failures during pre-use check has been finalized. No goods have or will been returned for investigation, facility rejected the reparation of the device. The review of the returned device logs can confirm the reported error during the device pre-use check. Information have been received that there was an error with the hospital wall air gas supply. The wall air gas contains too much water, this lead to water damage in the device air gas module. According to our user´s manual, the maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Further investigation will not be preformed since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. (B)(4). Exemption #: e2018003 (B)(4).

Event description:
Manufacturer ref. #: (B)(4).